Manufacturer narrative:
The analyzer serial number is (B)(6). The calibration and qc recovery data provided was acceptable. The field service engineer (fse) replaced the sipper probe, the gear pump head, and measuring cells. The fse performed calibration and qc successfully. It was found that sample 7's tube had clear separation with no clot in the serum. It was also found that the customer centrifuges samples for 3 minutes, which may be too short of a time. The investigation found that the root cause of the event was consistent with pre-analytical handling issues. No product problem was identified.

Event description:
There was an allegation of questionable elecsys hbsag ii results for 7 patient samples on a cobas 6000 e601 module. The first 5 patient sample results provided were tested between (B)(6) 2025 and 2025. The exact dates of testing were not provided. For sample 1, the initial result was 4.8 coi. The sample was repeated twice and the results were 0.336 coi and 0.346 coi. The sample was deemed non-reactive. For sample 2, the initial result was 4.6 coi. The sample was repeated twice and the results were 3.03 coi and 0.227 coi. The sample was initially deemed reactive, but due to the non-reactive hepatitis b e-antigen and hepatitis b e antibody results, the hbsag result was deemed non-reactive. For sample 3, the initial result was 0.95 coi. The sample was repeated twice and the results were 0.38 coi and 0.263 coi. The sample was deemed non-reactive. For sample 5, the initial result was 5.21 coi. The sample was repeated twice and the results were 1.96 coi and 0.378 coi. The sample was initially deemed reactive, but due to the non-reactive hepatitis b e-antigen and hepatitis b e antibody results, the hbsag result was deemed non-reactive. On (B)(6) 2025, sample 6 had an initial result of 1.30 coi with flag, interpreted as reactive. The sample was auto-repeated and the result was 0.391 coi, interpreted as non-reactive. The sample was repeated again and the result was 0.433 coi. On (B)(6) 2025, sample 7 had an initial result of 1.38 coi with flag, interpreted as reactive. The sample was auto-repeated and the result was 0.367 coi, interpreted as non-reactive. The sample was repeated again and the result was 0.436 coi.